Event description:
It was reported that during an unspecified veterinary surgical procedure, it was observed that the sagittal saw attachment device would either seize up and stop working or black debris/ dark material would roll out of the saw head during use. According to the reporter, an assessment of the device revealed the presence of debris within the unit. The reporter stated that they cleaned the debris off and soaked the saw head in an enzymatic solution, and then run the saw between the solution and warm water until no more debris was observed to be expelled. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no human patient involvement as this device is intended only for veterinary purposes. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no non-conformances or abnormalities identified during the manufacture of the device that may have contributed to the reported condition. It was determined that the device passed all manufacturing and test requirements at the time of manufacture. UDI: (B)(4).